Event description:
During an in-clinic follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no abnormalities. No intervention has been performed, although a lead replacement is anticipated. The patient is stable and will continue to be monitored.